Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process of intermittent cartridges. A syringe needle change was performed resolving the issue. Additionally, it was reported that the insulin gauge was intermittently inaccurate. The customer loaded cold insulin into the cartridges. Reportedly, customer reloaded the same cartridge and continued insulin therapy. There was no reported impact to customer¿s blood glucose. Customer declined troubleshooting with tandem technical support and declined to provide further information.